Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection, it was noted that the upper jaw/tip of the fiberwire® grasper w/sr handle was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated grasping and use of the device in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/03/2025, a sales representative reported via (B)(4) that the ar-13975sr fiberwire grasper tip broke off. This was discovered during a case with no patient harm.